Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was capsular contracture, baker grade IV and seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side pain associated with capsular contracture, baker grade IV, "increased volume" due to "possible late seroma" and possible rupture. Treatment with analgesics was given. A capsulectomy was performed and the device has been explanted. Patient had liposuction and brachioplasty performed at the time of implant surgery.